Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked medical fluid, after the administration of medical fluid was resumed, patient felt unwell and was transported to the hospital as an emergency patient. Patient was sent back home but continued to have hot flashes and headaches. There was no patient injury reported.

Manufacturer narrative:
H4: device manufacturing date and d4: device expiration date could not be determined d4: device serial number/lot number is unknown h6: health impact and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. A product sample and two photos were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage or contamination was found on the components. Functional testing found no leaks were found fleeing from the sample, thus the failure mode reported is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Corrected data: d1: brand name.